Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump # 712882 was reported to have abruptly powered off, and was given initial complaint code "2pow3: power issue - device powers self off". Upon emailing mckesson it was confirmed that the pump was given a new battery, which appears to have fixed the issue, and the pump was put back into service. The pump was not being returned at this time. There is no returned product. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device except the complaint which prompted this MDR filing. Device return requested.

Event description:
On 12/07/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.